Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, neurovascular treatment was performed by the customer and completed by moving the patient to another room. Philips remote service engineer (rse) inspected the system remotely and found that fluoroscopy was not possible. Review of the system log file showed that post (power on self test) of fdc (flat detector controller) failed. Field service engineer (fse) went onsite and and found that the lower left led was red on; fse rebooted the system but still the issue persists. To resolve this issue, fse replaced flat detector controller. The defective fdc was returned to philips for analysis and found that tantalum capacitor which affects the function of flashlight post. After replacement, the system was returned to use in good working order the codes were updated based on investigation outcome.

Event description:
It was reported to philips that the fluoroscopy was not possible. The device was inside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.